Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presented image disturbances, image errors, and image flickers at first and became completely pixelated when zoomed in. The issue was found during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connection socket does not lock, electrical safety test in accordance with dguv-v3, function check performed, fault still occurs. A definitive root cause could not be identified. However, based on the results of the investigation, it was likely that the malfunction was caused by a component failure. The most probable cause of image disturbances with 180 endoscopes was traced to connection socket does not lock, electrical safety test in accordance with dguv-v3, function check performed, fault still occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.